Event description:
It was reported the patient, who was enrolled in the (B)(6) clinical study, is deceased and died approximately ten months post implant of the implantable cardioverter defibrillator. The cause of death is unknown. Additional information received indicated no autopsy was performed and the device will not be returned.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. (B)(4).